Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pace impedance measurements and high out of range right ventricular (rv) shock impedance measurements. A previous signal artifact monitor (sam) episode was observed with minute ventilation (mv) chop. This crt-d remains in service. No adverse patient effects were reported.